Event description:
It was reported by service report that the nurse call data cable was broken and had bent pins. The customer could not determine whether there was pt involvement or adverse consequences occurred.